Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was returned for analysis. A visual inspection was performed. An introducer sheath, delivery wire and coil were returned. The coil and the delivery wire were returned inside the introducer sheath. The arm of the coil was not visible in the introducer sheath. The proximal end of the coil was kinked and stretched inside the introducer sheath. The introducer sheath was inspected and the tip was crushed. The twist lock had been opened. Friction was experienced removing the coil and delivery wire from the introducer sheath. The coil was inspected and found to be severely stretched and kinked towards the proximal end. A trace of blood was present on a coil fiber bundle. The interlocking arm of the coil had been pulled off and had not been returned. There was evidence of weld marks on the coil. The delivery wire was inspected and the ptfe (polytetrafluoroethylene) along the shaft was buckled/kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿

Event description:
Reportable based on device analysis completed on 24june2016 it was reported that the coil became stuck in the catheter. A 12mmx40cm interlock¿-35 was selected for use. During introduction. It was noted that the coil became stuck in the catheter. The physician was not able to push or withdraw the device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.